Event description:
It was reported that prior to an unspecified gastro-intestinal (gi) procedure, catheter damage was noted. Upon unpacking the 8.5fr/7cm flexima biliary stent delivery system (sds), it was noted that the tip of the inner catheter had collapsed. The device was not used and a different device was used to complete the procedure.